Event description:
A malfunction alarm was reported by the caller, indicating a malfunction on the pump with code malf 12. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The caller was assisted by cts in resetting the pump and instructed to contact cts again if the malfunction recurs. The caller acknowledged and understood the guidance, and it was resolved that the customer may continue using the pump.